Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and the crimp from wrist control cable was found to be dislodged at the grip hub . As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.